Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event, he was on vacation. The patient was treated with unspecified antibiotics (dose, frequency and route not reported) for 2 days for peritonitis. When he returned home, treatment for peritonitis continued. At the time of this report, the patient was not recovered from the peritonitis event. It was not reported if pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.